Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guidewire tip detachment occurred. A 035/260/3mm amplatz super stiff guidewire was selected for use. However, it was found that the tip of the guidewire was broken during preparation. The procedure was completed with another of same device. There were no patient complications reported.